Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: (B)(4).

Event description:
The hospital reported a leak in the breathing circuit possibly greater than 4.5 lpm which could cause a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak was less than 4.5lpm. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow.